Manufacturer narrative:
(B)(4). Additional information: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue when it would not open? If yes, how was the device removed from the tissue? Did the jaws of the device eventually open? The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. The device was disassembled and a clip was found lodged behind the knife, resulting in the firing and closing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No further functional testing could be performed due to the conditions of the device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the device stuck on tissue when it would not open? If yes, how was the device removed from the tissue? Did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, the knife could not return to the original position after the fourth firing with blue reload. The jaw could not open. Two white reloads and one green reload were used before this event. The surgeon removed the device directly and used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.